Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. Device evaluated by manufacturer was reported as not returned to manufacturer. The correct response was "blank" with device evaluated by manufacturer- "no" and why not evaluated as "device evaluation anticipated, but not yet begun (02)".

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, once the right atrial lead was placed, rotation difficulty was observed. The lead was removed, and the stylet was unable to enter the lead lumen. The lead was not used, and a different lead was placed successfully. The patient was stable.